Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.